Event description:
Customer alleged the power cord ground is broken off. No injury reported.

Manufacturer narrative:
Technician found plug ground pin was broken off. No exposed wires. Loss of ground. Replaced the plug to resolve this issue.